Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. -unspecified channel: escherichia coli (>100 cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the first testing, 28 cfu/endoscope of microbes were detected from the sample of all channels of the subject device on november 4, 2020 and coagulase negative staphylococci was identified. As a result of the second testing, over 100 cfu/endoscope of microbes were detected from the sample of the air/water channel of the subject device on november 17, 2020 and gram positive bacteria was identified. The subject device was repaired and all the channels, the suction cylinder, the air/water cylinder, and the instrument channel port were replaced. (B)(4) again sent the subject device to a third party laboratory for microbiological testing. The testing result cleared the french guideline. As part of our investigation, omsc made attempt to check the reprocessing practice of the user, but omsc could not obtain enough information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reprocessing was insufficient due to defective part of the subjective device.